Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/26/2014 with the following findings: inexplicable reboot events and reboot events following replace battery alarms were observed in the black box data. These findings are potentially indicative of the reported event. Visual inspection revealed that the battery compartment was cracked in the thread area. Also, corrosion was found inside of the battery compartment. The pump failed a leak test due to the aforementioned battery compartment damage. The pump was exercised for 24 hours, during which no power-related events were observed: the reported event was not duplicated. The pump case was removed, and no further evidence of moisture ingress was found. The relation of the observed device failures to the reported event could not be determined, as the reported event was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump had no power. It was noted that there was moisture/corrosion in the battery compartment. Reportedly, there was no physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.